Event description:
Subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up .(itar2) persistent pain surgical intervention without components removal. On (B)(6) 2025: the patient had another surgery for the ongoing persistent pain. Partial excision of fibula & lateral talus (lateral gutter debridement of right foot); partial excision of talus, same incision as sinus tarsi. On (B)(6) 2026: patient continues to report persistent pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.